Event description:
The implant malfunctioned due to part not retained on mating part. The malfunction did not cause or contribute to a death or serious injury.

Event description:
The implant malfunctioned due to part not retained on mating part (e.g. ,. The malfunction did not cause or contribute to a death or serious injury. The initial report did not have the correct event type documented. The correct event type, serious injury, is provided in this follow - up report.